Event description:
The customer reported a leakage at cuff distal and proximal, leakage appears after intubation. The customer confirmed that extubation and reintubation of a replacement tube was required. The customer confirmed the tube was pretested. Customer confirmed that the tube was replaced without further incident to the patient.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore, we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.